Manufacturer narrative:
Visual, dimensional, material and functional analysis could not be performed as the device was not returned. Device history records review could not be performed as a valid lot code was not provided and could not be obtained. Complaint history records were reviewed for this catalog, and no relevant manufacturing issues or similar complaints were identified. No complications occurred during the initial surgery. Screw holes were prepared using gear shift and feeler. It is unknown if tap was used. Screws were inserted using everest screw inserter. Surgery was not performed at a difficult angle. It is unknown if the patient experienced external trauma after the initial surgery and activity level of the patient is unknown. From the IFU: internal fixation devices are load sharing devices which maintain alignment until healing occurs. If healing is delayed or does not occur the implant could eventually break, bend or loosen. As the screw was implanted for over an year, the likely cause is fatigue load on the device over time.

Event description:
It was reported that an everest fenestrated polyaxial screw in s1 migrated post-operatively. Revision has occurred where the device was removed and replaced.

Manufacturer narrative:
Status and location of the device is currently unknown.

Event description:
It was reported that an everest fenestrated polyaxial screw in s1 migrated post-operatively. Revision has occurred where the device was removed and replaced.